Event description:
It was reported that the patient had diaphragmatic stimulation and the left ventricular lead was programmed off. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg, implantable cardioverter defibrillator, (B)(6) 2012; 5076, implantable pacing lead, (B)(6) 2001. (B)(4).